Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was stuck in the motor error loop during bolus/basal delivery. Unable to confirm error alarm due to erased history file. The motor was tested outside the device and passed. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. Unable to verify the alarms due to motor error alarms. The insulin pump was received with cracked battery tube threads and minor scratches on lcd window.

Event description:
The customer reported that the insulin pump had motor error alarm as well another error alarm. The blood glucose reading was 395mg/dl because he was not getting insulin. The caller stated that the device asked to rewind and it shut down then started over. Troubleshooting was performed, and the displacement test failed. Advised the customer that the device would be replaced. No further information was provided.